Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and high pacing lead impedance. During a device replacement procedure, this lv lead was examined under fluoroscopy, and a kink was noted next to the suture sleeve. This lead was extracted under light traction and replaced with a different model lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the extracardiac area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
This lead has been returned to boston scientific and is currently undergoing analysis. This report will be updated when analysis is complete.